Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had consistently failed. A field service engineer (fse) performed troubleshooting and diagnostics and found that the connections on drawer 5 in the auxiliary needed to be reseated and adjusted. The station was rebooted multiple times. Five faulty cubie pockets were identified, and the area underneath them was cleaned. The customer tested the drawer using inventory, and the test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer that is consistently failing cubies. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.